Event description:
It was reported that the patient was admitted to the hospital on the day of the event because she was bleeding from her rectum. A catheter was placed. After the catheter was removed, the patient was home but she could not urinate. As a result, the catheter was put back in. Follow-up is being conducted to determine actions taken, troubleshooting attempts, and patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0hp78, implanted: (B)(6) 2014, product type: lead. (B)(4).